Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bacterial infection and calcification are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of bacterial infection and calcification as follows: precautions for use: "as a matter of general principle, implantation of medical device is associated with a risk of infection." Undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible."

Event description:
Patient reported they were injected to the nasolabial folds and around the mouth with unspecified juvéderm®. A few months later patient had a crown fall off. A temporary crown was put in and a few days later patient developed a bacterial infection in the injection sites. The patient¿s plastic surgeon indicated that the filler should be removed immediately ¿since it seemed to be calcifying.¿ after the injections to remove the filler the patient suffered ¿severe pain and trauma¿ and the juvéderm® was not budging. Patient suffered ¿tissue damage from the enzyme used to remove the juvéderm®¿ and areas of their facial tissue died leaving ¿very clear hollows¿ around the patient¿s mouth, where the skin became wafer thin. In addition the ¿face had fallen in.¿ the patient¿s physician told them that ¿fat grafting would help repair the damage¿ to the patient¿s face. Two fat grafting procedures were performed; the first one occurred two months after onset and the second one occurred five months after onset. The procedures were ¿painful and traumatic¿ and have not eradicated the problem. The ¿hollows at the side of [the patient¿s] mouth have partially returned¿ and the patient needs ¿further remedial treatment.¿

Manufacturer narrative:
The event of bruising is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of bruising as follows: undesirable effects: ¿ "haematomas."

Event description:
Patient provided additional information in regards to the reported event: after injection the patient's "face had swollen up like a balloon" and was "badly bruised" and the patient "had to take three weeks off work." The patient's first fat grafting operation was on (B)(6) 2014. The fat was grafted from the patient's leg. The patient "needed to have the procedure repeated" and the second fat grafting operation took place on (B)(6) 2014. This graft was taken from the patient's stomach. Both procedures took place in the physician's clinic and after the procedures the patient's face was swollen. The sites of the patient's fat grafting procedures are "starting to hollow again" and there are "depressions and holes" appearing around the patient's mouth. Symptoms have not resolved.

Manufacturer narrative:
Allergan has initiated an investigation into this late report. The events of swelling and scar tissue are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): ¿ inflammatory reactions (redness, oedema, erythema, ...) Which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventative anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Additional information provided by healthcare professional: patient lost a crown, which coincided with swelling on juvéderm® volbella¿ with lidocaine injected areas. A week later patient developed induration at all juvéderm® volbella¿ with lidocaine injection sites with no signs of infection. Patient was treated with hyalase to the marionette fold and was prescribed levofloxacin. The next day indurations were ongoing so hyalase was injected again and the physician attempted ¿multiple perforation¿ of subcutaneous scar tissue pinholes. Afterwards patient was treated with triamcinolon intralesional. The following day hyalase was injected to the left labial angle and right upper lip. The right labial angle improved but is still indurated. Symptoms were better after 3 days. On the fifth day patient was treated with hyalase and triamcinolone. Before treatment ¿la with ultracain, triam 40mg and hyalsase left.¿ patient¿s labial angle/nasolabial fold and above upper lip were treated. A few weeks later patient was treated again with hyalase and triam.

Manufacturer narrative:
The event of hardenings is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of hardenings as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): induration or nodules at the injection site."

Event description:
Correction: healthcare professional originally reported this event approximately two years prior to the patient's report. Healthcare professional reported after injection with juvéderm® volbella¿ with lidocaine into the lips patient developed hardenings. No other information was provided by the healthcare professional at the time of report.